Event description:
It was reported by the patient that post implant the realize band that after (B)(6) 2013, she began having problems eating, vomiting, chest pain and nausea. She has been seen by a gi physician, who has recommended removal of the band. The patient states she is sometimes unable to even finish her meal without vomiting. Additional attempts have been made to patient but has not made contact. A supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Device remains implanted.